Event description:
It was reported that, "during the tka, the surgeon could not lock the insert onto the tibial base plate. Therefore, he used a spare insert instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.